Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 2004. Sought medical attention for redness and swelling at the piercing site 12 days later. An oral antibiotic was prescribed and an incision and drainange was performed.